Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and bupivacaine at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and lumbar radiculopathy. It was reported that the pump was "inactive." The patient reported that the pump did not go out due to normal battery depletion. The patient reported that they went through severe withdrawals and they wanted the pump removed. The patient reported that the pump did not help them. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pump being inactive was that the patient was lost to follow up. The patient had battled addiction and did not make the regular appointments. It was unknown if the withdrawal resolved. It was reported that the pump would be removed. No further complications were reported.